Manufacturer narrative:
(B)(4). Results - quality engineering was unable to perform an eval at this time. Results and conclusions will be forwarded upon completion. Eval summary: qa analysis revealed that the stent delivery system (sds) was returned with blood in the guide wire lumen. There was no contrast visible. The stent implant was dislodged and was not returned. There were crimp marks on the balloon where the stent implant had been between the markers. The balloon was tightly folded. There was no damage noted to the balloon. There were two kinks in the bayonet portion of the hypotube 3 mm and 3.3 cm proximal to the guide wire exit notch. There was no damage or kinks noted to the tip or inner member. The protective sheath was not returned. There was no other damage noted to the sds. The tip length was measured and met mfg criteria. Quality engineering was unable to perform an eval at this time. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that during the procedure in an unspecified heavily calcified and tortuous vessel, the rx promus coronary stent system could not cross the lesion. Angioplasty was performed to complete the procedure. No add'l info was provided. This event is being filed based on analysis of the device, which was returned with the stent implant dislodged and not returned.